Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the exact cause of the thrombus cannot be confirmed; however, an anticoagulation was administered and no adverse events resulted. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Echo 3 mension and follow up CT were submitted for review. The following observations and impression were made by an edwards physician proctor. Observations- follow-up echo: thrombus seen between left and non-coronary cusp and appears white. Impressions: confirm thrombus on bioprosthetic valve between the left and non-coronary cusps. Thrombus appears white (more echogenic) which is suggestive of an older clot rather than a fresh clot. Agree with coumadin therapy for increased gradients post implant for possibility of thrombus.

Event description:
Approximately 3 1/2 months post procedure, a tee confirmed thrombus on the leaflets. As reported, post valve deployment, the gradient measured 5mmhg, upon discharge, an echo noted elevated gradients, (possibly in the 20s). The patient returned for a one month follow up the gradients were still elevated and a tte was performed but was inconclusive for thrombus. The patient returned approximately 2 months later for a CT and tee and the tee confirmed thrombus on the leaflet. An anti-thrombus medication was recommended and no other treatment has been performed.